Event description:
Hurt/pain in roof of mouth, just above tooth line [oral pain] . Brush head refills broke off in mouth - oral-b [device breakage]. Case narrative: 74 year old female consumer via phone stated that the oral-b toothbrush head refills broke off in her mouth. The oral-b toothbrush heads hurt/caused pain to the roof of her mouth just above her tooth line. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.